Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, implanted: (B)(6) 1995, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information from the healthcare professional of the clinical study updated the lead replacement date from (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the patient did not experience any falls or traumas prior to the high impedance. The patient just felt that there was less tingling feelings.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient with an implantable neurostimulator (ins). A device diagnosis of high impedance and clinical diagnosis of pain in the back and leg was reported. There was no effect of stimulation and the patient reported pain on (B)(6) 2016. Device interrogation and device data revealed high impedance with contacts 2 and 3. The lead was explanted and replaced on (B)(6) 2016 and the event resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 1995, explanted: (B)(6) 2016, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the lead serial number was unknown since it was implanted in another hospital.